Manufacturer narrative:
Product event summary: it could not be confirmed that the radiofrequency (rf) head was not working. The rf head failed an incoming electrical field immunity test. The rf head was found to be internally contaminated, as was the lower case coating. The rf head cable was damaged, the insulation was punctured.

Event description:
It was reported that the radiofrequency (rf) head was "not working". The rf head has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer's analysis.